Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, recurrent incarcerated ventral hernia repair surgery, exploratory laparotomy, extensive lysis of adhesions and partial omentectomy on (B)(6) 2014 during which the surgeon noted it was tightly adhered to omentum and the small bowel. The mesh was removed, but the procedure caused significant distortion of the plaintiff¿s anatomy including damage to the small bowel and transverse colon. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/4/2020. Additional b5 narrative: details: it was reported that the patient experienced scarring and disfigurement following surgery.